Manufacturer narrative:
The device was received for evaluation. During functional testing, 'failed flow accuracy test' was reproduced. A review of the event history log was performed on the reported event date. There were multiple infusions programmed on the event date and no abnormalities were observed through the history log, however the intended flow rate and volume-to-be-infused are unknown. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of range pressure plate travel. The mechanism door requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.